Event description:
It was reported that there were unretrieved device fragments. A 5 mm x 30 cm embold soft coil was selected for use in the embolization of a pelvic arteriovenous malformation (avm). The avm was not very large, but there was quite a bit of tortuosity to get to the avm. A truselect microcatheter was used and had no issues accessing the target location. First, an 8 mm x 60 cm embold soft was delivered successfully. Then, an attempt was made to deliver this 5 mm x 30 cm embold soft coil. The coil was advanced into and through the microcatheter, but before the coil exited the microcatheter, it could no longer be advanced; it was stuck in the microcatheter. It was stuck in the region of the microcatheter that went up over the iliac arch. This section is a straight u-shape, not tortuous. The coil was not yet in the tortuosity leading into the avm. Since the coil could not be advanced, an attempt was made to remove the coil by retracting it. At this point, it was thought that the coil detached and was still in the microcatheter. The physician did not break the proximal release mechanism on the delivery wire. The delivery wire was removed from the microcatheter with no coil present. An attempt was made to advance the coil out of the microcatheter using a guidewire, but this was unsuccessful. Eventually, the coil was able to be pushed out of the microcatheter by flushing it with a bolus of saline. The microcatheter was removed, and it was noticed that there was a filament hanging out of the 5f diagnostic catheter. It was not visible under fluoroscopy initially, but when xray was used, the filament could be seen. The filament was very long and ran throughout the catheter to the coil in the internal iliac. The filament was thought to be the delivery string (or pull wire) that runs the length of the delivery wire. Attempts were made to remove the filament, but it would break every time it was pulled. Therefore, only small pieces of the filament were retrieved. The filament was described as being very small and clear. An attempt to snare the coil was unsuccessful. Eventually, the filament was able to be shoved into the internal iliac using a catheter, but this procedure took 3+ hours. The patient is doing fine as the filament is in a safe location.

Event description:
It was reported that there were unretrieved device fragments. A 5mm x 30cm embold soft coil was selected for use in the embolization of a pelvic arteriovenous malformation (avm). The avm was not very large, but there was quite a bit of tortuosity to get to the avm. A truselect microcatheter was used and had no issues accessing the target location. First, an 8mm x 60cm embold soft was delivered successfully. Then, an attempt was made to deliver this 5mm x 30cm embold soft coil. The coil was advanced into and through the microcatheter, but before the coil exited the microcatheter, it could no longer be advanced; it was stuck in the microcatheter. It was stuck in the region of the microcatheter that went up over the iliac arch. This section is a straight u-shape, not tortuous. The coil was not yet in the tortuosity leading into the avm. Since the coil could not be advanced, an attempt was made to remove the coil by retracting it. At this point, it was thought that the coil detached and was still in the microcatheter. The physician did not break the proximal release mechanism on the delivery wire. The delivery wire was removed from the microcatheter with no coil present. An attempt was made to advance the coil out of the microcatheter using a guidewire, but this was unsuccessful. Eventually, the coil was able to be pushed out of the microcatheter by flushing it with a bolus of saline. The microcatheter was removed, and it was noticed that there was a filament hanging out of the 5f diagnostic catheter. It was not visible under fluoroscopy initially, but when xray was used, the filament could be seen. The filament was very long and ran throughout the catheter to the coil in the internal iliac. The filament was thought to be the delivery string (or pull wire) that runs the length of the delivery wire. Attempts were made to remove the filament, but it would break every time it was pulled. Therefore, only small pieces of the filament were retrieved. The filament was described as being very small and clear. An attempt to snare the coil was unsuccessful. Eventually, the filament was able to be shoved into the internal iliac using a catheter, but this procedure took 3+ hours. The patient is doing fine as the filament is in a safe location.

Manufacturer narrative:
Device eval by manufacturer: the entire proximal delivery section and introducer sheath was not received for analysis. Only a small portion of the severely stretched coil was received with no coupler. Inspection of the device revealed a severely stretched and separated partial coil with dried blood.